Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation of material # 364915, batch # 1029737. The photo was reviewed and the indicated failure mode for damaged/collapsed tube with the incident lot was observed. However, bd's instructions for use states that vacutainer tubes should be stored between 4 and 25 degrees c, and the complaint states the tubes were heated to 60 degrees c. There is no evidence that the reported issue is caused by a manufacturing defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube the samples were not stored at proper temperature. The following information was provided by the initial reporter. The customer stated: "we heat tubes at 60 degrees before analysis and they are melted/contracted with under pressure, after water bath."